Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent a diagnostic laparoscopy, bilateral salpingo-oophorectomy, extensive lysis of adhesions, left bartholin's gland excision of cyst and laparoscopic enterocele repair by performing a vaginal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2002 - patient had an md office visit with complaints of pelvic discomfort and of some swelling into the left labial area. The patient was noted to have some bruising, hematoma formation extending into the gluteal crease. The patient was diagnosed with labial hematoma which was related to the excision of the bartholin gland. On (B)(6) 2003 - the patient was diagnosed with erosion of vaginal cuff from sacrospinous fixation and underwent a revision procedure. There is no indication that any of the bard flat mesh was removed during this procedure. On (B)(6) 2003 and (B)(6) 2004 - the patient presented to the ER with complaints of upper abdominal pain, nausea, vomiting, diarrhea. The patient was diagnosed with a partial small bowel obstruction and gallstones. Patient was told she needed gallbladder surgery but patient refused.